Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported that the insulin pump alarmed no delivery. The customer also reported that the tubing of the insulin pump was clogged. The customer reported that changing the infusion set of the insulin pump resolved the no delivery alarm. The customer declined to troubleshoot. The customer also reported a strong smell of insulin coming from the reservoir every time it was removed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.